Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was presented in emergency room (ER) due to shortness of breath and device was checked. The battery was previously checked and had ten and a half years remaining. However, upon checking in ER had only one year left. To date, this device remains in service. No adverse patient effects were reported.